Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The root cause is attributed to fatigue fracture based on a similar evaluation ((B)(4)) by depuy material science. Based on the root cause of fatigue fracture and suspected misapplication of the device, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking mechanism is broken.